Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the post operative check with loss of capture, poor sensing, and an increased impedance on the right ventricular lead. High voltage therapy was disabled and the patient was sent for a chest x-ray which confirmed that the lead had perforated the pericardium. The patient was then admitted for an urgent lead repositioning. The physician repositioned the lead and achieved excellent electrical measurements. The patient then developed a cardiac tamponade that required emergent pericardiocentesis. During procedure, the patient lost consciousness for approximately one minute. The attending anesthetist provided additional vascular support and medication reviving the patient. Blood was then drained from the pericardial sac and the patient stabilized. The patient was sent to recovery and was found to be in stable condition during post procedural follow up.